Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned in one piece for analysis without a reported event. Visual analysis noted an external insulation abrasion breaching the ring electrode cable lumen at 33.4cm ¿ 33.6cm from the connector pin, consistent with friction to the device's can located proximal to the suture sleeve tie impressions. Electrical testing was normal with no other anomalies found.